Event description:
It was reported that during a moderately tortuous, mildly calcified, 85% stenosed, mid, left anterior descending (lad) artery stenting procedure, after pre-dilatation, a xience v stent delivery system (sds) was advanced meeting resistance with the patient's anatomy, while trying to cross the lesion, the proximal shaft near the hub broke on the sds. The xience v sds was removed without difficulty or intervention and another same size xience v sds was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.